Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect, cause was unknown. Additionally, it was reported that the insulin gauge was frequently inaccurate. Reportedly, customer continued to use the pump for insulin delivery. Customer's blood glucose level was 478 mg/dl.